Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log revealed there were no keystrokes, programming, use related or iipv events that would indicate and/or contribute to the reported event. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. Internal and external visual inspections were performed with no issues noted. Analysis of the device pneumatic system revealed no leaks and all pressures were found to be correct and stable. The device passed seal, purge and wet disposable integrity tests. A short simulated therapy was successfully completed on the device. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the patient passing away. Upon conclusion of the investigation, no failures or malfunctions were identified that could have caused or contributed to the patient passing away. The cause of death could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is in the process of being evaluated. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The pt was hospitalized prior to death for another indication. The cause of death was unknown. It was reported that the pt was not connected to the home choice device at the time of death. No autopsy was performed and the death certificate was not available at the time of this report. Additional information was requested but was not available.